Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2267 alarm during dwell 1 of 4 on the homechoice machine(hc). The home patient(hp) stated that the unused supply lines were open during therapy. The technical service representative (tsr) advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2267 alarm was confirmed. The root cause was identified as use error - open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.